Manufacturer narrative:
Product ID 7434a lot# serial# (B)(4), product type programmer, patient product ID 748951 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID 3888-33 lot# v464755, implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead. (B)(4).

Event description:
It was reported that a longevity calculation was performed based on the following: 1 anode, 1 cathode, 3.7 v, 450 pw, 50 hz, cycle 30 minutes on/ 15 minutes off give about 22 months. It was noted that the patient was scheduled for a lead revision in a week and they were checking to see if the device should also be replaced at that time. It was noted that the device was close to eri (elective replacement indicator) / eol (end of life). The reason for the revision was that stimulation coverage was not as good as it once was for the patient. All impedances looked okay. Additional information received reported the patient¿s leads were revised and she was now getting good stimulation coverage. Additional information received clarified that the patient¿s old leads were removed and new leads were implanted.